Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported mrx still powering itself off after replaced ac power module. There was no patient involvement.